Manufacturer narrative:
A replacement device was provided to the customer. Physio-control determined the cause for the malfunction to be failure of bt1 from the internal hlc battery on the analog pcb assembly.

Event description:
It was reported that the device illuminated the battery and attention mark. Physio-control evaluated the device and found that it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.